Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the elective replacement of normally functioning advisory device. The procedure was completed successfully without adverse consequences to the patient. The generator will be returned for analysis.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.